Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of remote transmission data, the device was not recording rv pacing/sensing lead impedance measurements for past 3 years. Programming changes were recommended. The patient was stable.

Event description:
Additional information received indicated that programming changes were made and the patient will continue to be monitored remotely.